Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer entered an incorrect basal rate and carb ratio into the pump settings. It is unknown if the customer delivered insulin after the incorrect values were entered as the customer did not respond to tandem technical support follow-up. Reportedly, customer's blood glucose was 230 mg/dl at the time of report.